Event description:
During a knee arthroscopy using the fast-fix 360 curved ndl delivery sys with debridement, menisectomy and meniscal repair, the surgeon wanted to use a curved fast-fix 360 the regular fast-fix 360 one as well but the curved one malfunctioned. Surgeon deployed t1 successfully, but when he deployed t2 - t2 struggled to deploy. He tried to deploying for the second time, he heard the clicking sound of the t2 but when he pulled back the t2 was sitting in the joint space and not in the meniscus. He used a duckbill and grasper to resect the suture device out of the patient's meniscus. The surgeon was able to remove both t1 as well as t2. The procedure was completed by use of the shaver blade to resect.¿ the devices were disposed of at the reporting site and are not available for analysis.

Manufacturer narrative:
Evaluation, method, conclusion: no product returned evaluation. Evaluation was not possible, as the devices are not being returned. Review of the device history records were performed for lot# 50436042 which confirmed no inconsistencies. The device history review could not be performed for p/n 72202469 without the lot number. A complaint history review has identified two additional complaints for lot number 50436042 on file. A complaint history review could not be performed for p/n 72202469 without the lot number. Due to the unavailability of the devices we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).